Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the insulin coming from the cartridge appeared gelled. The customer's blood glucose level was impacted. The customer indicated that backup insulin would be used until supplies (cartridge/infusion set) were changed.